Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. He was unable to reproduce the reported issue but error logs showed high drive pressure, after booting, zeroing and starting, maintenance required code #1. The stm started the transducer calibrations as per the service manual but believed the error could be narrowed down to a single potentiometer which was not allowing for adjustments when spinning the screw. The fse replaced the front end board, completed the calibrations for the transducer, 8psi regulator and fill manifold as well. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the iabp alarmed and seemed to not be pumping. There was no error message at the time. The iabp was swapped and the case was completed. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the iabp alarmed and seemed to not be pumping. There was no error message at the time. The iabp was swapped and the case was completed. There was no harm or injury to the patient and no adverse event was reported.